Event description:
It was reported that during use with an bd tube sst plh 13x75 3.5 plbl gold br the stopper comes out of tube and leakage occurred during transport. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer is experiencing an issue with closing the tubes, which is impacting their technical area. Customer allegedly has a huge amount of tubes that are being received opened, even after checking to make sure the tubes are closed. Additional information received 19-jan-2023: tubes - 3.5ml gold br are failing after handling the opening of the lid, it is difficult to close, and after a short period they do not have adequate sealing, causing spillage during transport.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, two hundred (200) retention samples from each batch were evaluated by visual examination and no defects were observed. An additional ten (10) retention samples from each batch were tested for stopper creep out and the issue was observed in both batches. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields have been updated with additional information. B.5. Describe event or problem: it was reported that during use with an bd tube sst plh 13x75 3.5 plbl gold br the stopper comes out of tube and leakage occurred during transport. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer is experiencing an issue with closing the tubes, which is impacting their technical area. Customer allegedly has a huge amount of tubes that are being received opened, even after checking to make sure the tubes are closed. Additional information received 19-jan-2023: tubes - 3.5ml gold br are failing after handling the opening of the lid, it is difficult to close, and after a short period they do not have adequate sealing, causing spillage during transport. D.1. Medical device brand name: bd tube sst plh 13x75 3.5 plbl gold br. D.3. Medical device manufacturer: becton dickinson in. Cirurgicas ltda. ¿ curitiba, brazil / 81170-230. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2304357. D.4. Medical device expiration date: 31-oct-2023. H.4. Device manufacture date: 08-dec-2022. D.4. Medical device lot #: 2304292. D.4. Medical device expiration date: 31-oct-2023. H.4. Device manufacture date: 24-nov-2022. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: becton dickinson in. Cirurgicas ltda. ¿ curitiba, brazil / 81170-230. G.5. PMA / 510(k)#: na.

Event description:
It was reported that during use with an bd tube sst plh 13x75 3.5 plbl gold br the stopper comes out of tube and leakage occurred during transport. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer is experiencing an issue with closing the tubes, which is impacting their technical area. Customer allegedly has a huge amount of tubes that are being received opened, even after checking to make sure the tubes are closed. Additional information received 19-jan-2023: tubes - 3.5ml gold br are failing after handling the opening of the lid, it is difficult to close, and after a short period they do not have adequate sealing, causing spillage during transport.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd blood collection tubes the stopper comes out of tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer is experiencing an issue with closing the tubes, which is impacting their technical area. Customer allegedly has a huge amount of tubes that are being received opened, even after checking to make sure the tubes are closed.

Manufacturer narrative:
The following fields have been updated with additional information: b5: describe event or problem: it was reported that during use with an unspecified bd blood collection tubes the stopper comes out of tube and leakage occurred during transport. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer is experiencing an issue with closing the tubes, which is impacting their technical area. Customer allegedly has a huge amount of tubes that are being received opened, even after checking to make sure the tubes are closed. Additional information received 19-jan-2023: tubes - 3.5ml gold br are failing after handling the opening of the lid, it is difficult to close, and after a short period they do not have adequate sealing, causing spillage during transport. H.6 idmrf annex a code: a050401.

Event description:
It was reported that during use with an unspecified bd blood collection tubes the stopper comes out of tube and leakage occurred during transport. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer is experiencing an issue with closing the tubes, which is impacting their technical area. Customer allegedly has a huge amount of tubes that are being received opened, even after checking to make sure the tubes are closed. Additional information received 19-jan-2023: tubes - 3.5ml gold br are failing after handling the opening of the lid, it is difficult to close, and after a short period they do not have adequate sealing, causing spillage during transport.